Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, multiple lead positions were performed before acceptable pacing threshold measurements were found. After the implant, the associated non boston scientific device was tested with a magnet. It was noted that there was no capture on the rv lead. The patient was returned to the operating room and a revision was performed. The setscrews were tightened and there did not appear to be a connection issue. The rv lead was disconnected from the device and tested. All measurements were in normal. The lead was reconnected to the pacemaker and consistent capture was noted. The procedure was completed and the device was programmed to vvi mode as the patient was in atrial fibrillation during the implant. No additional adverse patient effects were reported. The patient was discharged to home without any further issues.

Manufacturer narrative:
No additional information is available. Once any additional information becomes available, this report will be updated.